Event description:
Lap cholecystectomy - "dr (B)(6) was loading the clip clearly away from the cystic artery and the clip jammed / failed in the delivery. The clip went sideways and jammed. He proceeded to try and close the jaws which was unsuccessful. Removal of the clip applier was an effort and time consuming. When this happened there was one clip that spat out of the jaws and need to be found within the abdomen post removal. A 5mm clip applier was from a 5mm solution kit (B)(4) (lot 1181680)."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.